Manufacturer narrative:
Product complaint # (B)(4). Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Photo and video evaluation: picture one shows a or monitor. In the or monitor jaws can be seen. The jaws appear to be closed with tissue present. Picture two shows an echelon device with a trocar on it. The jaws of the device are closed with a white reload loaded on it. Tissue can be seen on the jaws. Video one shows a surgery with an echelon device. An or monitor can be seen in the distance. The jaws of the device can be seen closed. Video two shows an echelon device with a trocar on it. The jaws are closed with a white reload loaded and tissue can be seen in the jaws. At the 00:06 mark, the stroke to reverse switch is activated to return the knife. At 00:10 the device firing trigger is activated, after the firing sequence, the device would not open. Based on the photos and videos reviewed, the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.

Event description:
It was reported, could not fire and could not open the jaw. During the laparoscopic left hemihepatectomy, the device could not fire with the 1st reload. Changed the reload, but the device still could not fire. And the jaw could not open. Clipped vessel to remove the device. Used other device to complete the procedure. There was no report on the patient injury.